Event description:
It was reported that post-paced t-wave oversensing was observed on a merlin.net transmission. Programming changes were made. The patient was asymptomatic. The patient was fine after the event.